Event description:
The patient reported that she needed a revision for her right hip because at the very end of the stem there was a gap. The surgeon put in a bone graft at the very tip of the stem to close the gap. Surgeon stated that there were "hot spots" on the bone.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.